Manufacturer narrative:
(B)(4). This compliant is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while powered off, intermittently the device ready for use indicator (rfu) would display red x and chirp. The device was passing the user initiated operation check (opcheck).